Event description:
The customer reported that one of the low voltage pins in the device's connector was split lengthwise down the middle. A connection failure to a defibrillator could prevent the delivery of therapy to a patient. There was no patient associated with the report.

Manufacturer narrative:
Internal paddle handles are not repairable. Physio-control supplied customer with parts information for replacement.